Event description:
IV was being removed from patient by rn who noted that only the hub and a very small portion of the catheter came out. Patient had x-ray which revealed remaining catheter in arm. Had approximately one inch piece of catheter removed successfully under fluoroscopy.